Event description:
A malfunction was reported by the customer with malfunction code 12, but no notable events occurred before the issue. There was no adverse impact on the customer¿s blood glucose level. Although the customer was currently away from home and did not have access to a charge pad for a pump reset, they were instructed by technical support to call back if the malfunction code recurred.